Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore clearlink extension set showed signs of leaking. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available for evaluation, however, a photo of the sample and 30 companion samples were made available. Photographic inspection showed a drop of liquid on the tubing; however, the condition could not be verified as a pressure test was not performed on the actual sample. Visual inspection, functional testing, clear passage testing, and underwater leak testing were performed on the companion samples. No signs of leakage were revealed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.